Manufacturer narrative:
(B)(4). Our supplier informs us that the defective sample was received. Evaluation: a visual examination revealed the heparin tube tied, a male luer lock at the end of the infusion line broken and the polypropylene ring absent. Functional testing was performed and the heparin line showed no defects. The complaint was not confirmed, and the root cause was undetermined. Device history file for the involved lot was not reviewed because, the lot number was unknown.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that the heparin line broke. There was no patient involvement as this was noticed prior to use.